Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead during a routine follow up. It was noted that the shock impedance measurements had been high all year round. The patient was going to be evaluated in three months. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.